Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. The patient was put on antibiotics and will be monitored to determine if further treatment is required. No additional adverse patient effects were reported.